Manufacturer narrative:
The customer reported patient information was not available. The hospital biomedical engineer replaced the o2 manifold to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
The customer reported that 150 psi had been applied to the unit through the o2 manifold resulting in a high o2 supply pressure error message. There was no patient harm.